Manufacturer narrative:
Additional information: d9, g3, h3, h6 -complaint allegation is confirmed. -visual evaluation noted that the curved tip of the suturelasso¿ sd, 45° curve right, was broken off. -functional testing was not performed due to damage to the tip of the device. The most likely cause for the reported failure can be attributed to use related mechanical overload at the distal end, misaligned insertion, prying/leveraging the device, and/or improper surgical technique.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a labrum fixation surgery the two lassos ar-4068-45r (lot: 5126159748) broke while moving around the labrum. No fragment remained inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.